Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact admiral balloon and an everflex entrust stent were used to treat the right superficial femoral distal. Approximately 28 months post procedure patient suffered occlusion of the mid portion of the stent. Patient reported non-healing ulcer in, which was present approximately for two months. Referred for peripheral angiography. The mid portion of the stent was occluded with reconstitution at the distal end of the stent. Revision to this area included shockwave, balloon dilation, and use of a drug eluting balloon. Patient recovered.